Event description:
Per the clinic, the patient experienced hair loss and redness at the coil area. Subsequently the patient underwent revision surgery on (B)(6) 2022 to reposition the device. The implanted device remains.

Manufacturer narrative:
This report is submitted on april 06, 2022.